Event description:
Affiliate reported that the catheter is blocked and it was impossible to insert the guide wire. A second catheter had been used. The same problem occurred. Add'l info from the affiliate explained that the incident has occurred intra-operatively. There, however, a delay of more than 30 minutes.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.